Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided by customer.

Event description:
The customer reported that the secondary infusion of ertapenem (1g in 50 ml of ns) was programmed to infuse over 30 minutes however it infused within 15 minutes. The primary bag contained 250ml of 0.9% sodium chloride. There was no harm.

Manufacturer narrative:
Although requested, patient demographics not provided. Correction: the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2019-01404 for MDR reporting.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV piggyback medication hung over 30 minutes infused within 15 minutes. No harm to patient. Concern that there may be a problem with the backcheck valve on primary tubing. Organization is aware that this has been a problem with certain lot numbers from same manufacturer." There was no harm.